Event description:
Per dealer, the chair was not turning to the right, and the speed varied, then got a 11 flash code, which is incompatible joystick. Then dealer preceded to state that the joystick did not have invacare labeled on it. The dealer stated he will move on from there and hung up.